Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the plunger clamps in the problem are of the pipetter assembly were failing. The tip clamp was replaced. The instrument was tested without further problem, and returned to svc.